Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-730a-1276: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at (B)(4) joules of use and 06:08 minutes, the fiber tip was observed to be loose and twisting. Reportedly, the fiber misfired from the tip of the fiber. The fiber was exchanged and the second fiber was noted to be misfired from the tip of the fiber at (B)(4) joules and 29:02 minutes. The fiber tips were not cleaned during the procedure. The procedure was completed utilizing a third fiber. Patient outcome: no injury to the patient was reported. This report is for second fiber.